Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they functioned properly and passed all functional testing. However, inspected the snap cap and found they are too loose to connect and release properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a no delivery alarm during the fill tubing process. The customer's blood glucose was 452 mg/dl. Customer has treated their blood glucose with the insulin pump. The customer stated the no delivery alarm was resolved by a complete set change in the past. Customer will be returning their infusion set and reservoir for analysis. No additional information provided.